Event description:
An attempt was made to use an admiral xtreme pta balloon catheter to treat an extremely calcified vessel. It was reported that the balloon ruptured during the procedure and became stuck during the stent dilatation. It was not possible to remove the balloon from the stent. It was reported that the balloon broke off the delivery system into the vessel. It was reported that the vessel was subsequently stented. The patient was sent to surgery. Physician reported that this was a very challenging case and that the difficult anatomy was, most likely root cause of the incident. No other clinical sequelae were reported.

Manufacturer narrative:
Ref voluntary report no. (B)(4). Evaluation codes, results: patient's condition affected effectiveness of device (extreme calcification) evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (extreme calcification). (B)(4).